Event description:
Pt had been treated for hypercholesterolemia and had a previous ptca. One lesion was treated on 28 months ago. Medications prescribed at the day of procedure were as follows: aspirin = 100mg; clopidogrel = 75mg. The lesion treated was located in the mid lcx. One endeavor stent was successfully implanted (3.0x18mm stent). Clopidogrel was stopped one month post procedure. Pt suffered non-q-wave myocardial infarction 2 months later. Location of infarction: anterior and inferior. On one week later, it was reported that revascularization was performed (ptca). The indication for revascularization was elevated cardiac enzymes. The location of the revascularization was the mid lad vessel (non-target lesion, non-target vessel). The investigator stated that there was no relationship between the revascularization event and the endeavor device. Please note that this device (endeavor rx unk size/lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product endeavor otw.

Manufacturer narrative:
Results- inherent risk of procedure (myocardial infarction). Other, (lack of info).